Event description:
The customer reported that a shock was not delivered in testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that a shock was not delivered in testing. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.